Event description:
It was reported that 10 bd venlon IV cannulas experienced damaged catheter tips. The following information was provided by the initial reporter: hospital is facing catheter tip damage.

Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned for the reported issue of ¿catheter bending, tip damage and instaflash tech is not working¿ with lot number 1132090 regarding item # 391592, so retention samples were used for the investigation. The DHR of material number 391592 and lot number 1132090 was checked and no quality notifications were recorded on this lot. None of the ten retention samples showed any kink in them. Since no samples or photographs are available to investigate the defect. The defect is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.